Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a curved opening on posterior and flat creases. Leak test and microscopic analysis was performed which identified: partial delamination of the valve and a striated opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on the posterior assessed as surgical damage consist in the use of some surgical tool. Partial delamination of the valve assessed as adhesive failure

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.